Event description:
Healthcare professional reported a lap-band "painful port - replaced to a new location." It was reported that the "pain has been long standing" and related to the "position of device" and the location of the device.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."